Event description:
Information provided states that patient had revision surgery due to pseudarthrosis. While the surgeon was removing the cage he used the slap hammer to remove the interbody. Upon removal of the entire implant it was noted that the cover plate was broken.